Event description:
(B) (4).

Event description:
It was reported the patient initially presented with five inappropriate shocks due to t-wave oversensing, with small r-waves. He was seen the next day at the ep's office. The lead integrity alert had tripped, due to oversensing. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.